Event description:
Pt had phaco cataract extraction with intraocular lens implant. Inflammation noted. Pt returned to surgery the next day for aqueous and vitreous aspiration and antibiotic instillation.